Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the customer to remove the cartridge and administer a bolus, which completed successfully. Although the customer initially failed to reload the original cartridge and resume insulin therapy, technical support assisted in loading a new cartridge, allowing the customer to successfully resume insulin therapy and resolving the issue.